Event description:
It was reported that the device tip detached and remained in the patient. A femoral approach was used to access the de novo target lesion. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior left tibial artery. A 300 cm v-14 control wire was selected for use. The wire navigated well over the superficial femoral artery and the tibio-peroneal trunk. However, significant resistance was encountered during operation and the device became stuck at its distal middle third. During withdrawal, the distal portion of the wire broke and a fragment was left incrusted in the artery. There was no hemodynamic compromise because the vessel continued to be occluded and there was minimal probability of migration of the fragment. The procedure was not completed. The patient was placed under observation and oral anticoagulation therapy was administered. The patient experienced no further complications and was in stable condition.